Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her one ping meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began either on (B)(6) or (B)(6) 2012 at 11am. On an unclear date/time, the patient reportedly obtained a blood glucose reading of '90mg/dl' with the subject meter. According to the csr's documentation, the patient also reportedly obtained a blood glucose reading of '67mg/d'; however, the patient does not recall if the reading was from a laboratory or another device, the date/time when the result was obtained is not clear, and the time difference between the two reported readings is not specified. The patient manages her diabetes with insulin (vial insulin pump); however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, an hour after the reported meter issue occurred, the patient allegedly developed a symptom of shaking, she administered self-treatment by consuming food/drink 15 minutes later, and she reportedly felt better an unspecified time soon after. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl) and the reported test strips were not passed its expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.